Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6291762. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200670556, 200670624] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was found clogged before use when opening the packaging unit. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "reported defect: 2 clogged syringe. These syringes have been found clogged when opening the unit. No connection has been done."